Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported during an injected scan, migration of the tip of a piccline from the svc to the right internal jugular vein. No patient impact reported. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter migration is confirmed; however, the root cause could not be determined. Two photographs of radiographic images were returned for evaluation. An initial visual observation of the radiographic images showed the implanted catheter had migrated. Although a migrated catheter was evident in the submitted radiographic images, inspection of the radiographic images was insufficient to identify the cause of the migration. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during an injected scan, migration of the tip of a piccline from the svc to the right internal jugular vein. No patient impact reported. No other information was provided.